Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The report of the injection gold probe device needle failing to retract was not able to be confirmed. Visual inspection found no issues. Functional testing found normal extension and retraction of the needle, after actuation of the handle. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure to stop a bleeding ulcer in the duodenum. According to the complainant, during testing, they pushed the handle and the needle came out. However, when bending the catheter, they were unable to retract they needle. They tried several times to retract the needle, but the needle was stuck outside of the catheter tip. The procedure was able to be completed with a different needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure to stop a bleeding ulcer in the duodenum. According to the complainant, during testing, they pushed the handle and the needle came out. However, when bending the catheter, they were unable to retract they needle. They tried several times to retract the needle, but the needle was stuck outside of the catheter tip. The procedure was able to be completed with a different needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.